Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the saw with key device was not functioning and was defective. It was noted that the saw was blocked, the span screw was worn out, and the bearing driving shaft was corroded. It was further determined that the device failed pretest for check function of all modes, and check the saw blade coupling. It was noted in the service order that during pre-surgery testing it was observed that the device no longer worked and noise was coming out when the trigger was pressed. It was reported that another battery was used but the same issue occurred. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.